Manufacturer narrative:
(B)(4). This report is related to a research study data; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported by clinical evaluation report from related research study data that the patient underwent a hernia repair procedure on unknown date and the mesh was implanted. It was possible that the patient experienced recurrent hernia and underwent a re-operation within 90 days after the index hernia repair procedure. There is no additional information available.